Event description:
Device report from synthes reports an event in switzerland as follows: it was reported that during an unknown surgery on (B)(6) 2022, the plate of the zero p- va lot nr.: 379p935, was wrongly connected to the peek cage. The arrow on the plate that should face cranially, but it faced caudally. After the cage placing with the cage inserter, the plate got disconnected from the peek part. The procedure was completed successfully, and there was no patient consequence. No other medical intervention was required. No further information is available. This report involves one zero-p va implant 6mm height convex/large-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the zero-p va cage lrg convex h6 peek had the plate assembled upside down in relation to the spacer. Drawing was reviewed for visual comparison, the position of the spacer is according to the drawing; the ce marking is visible at the lateral aspect of the plate, the etching "swiss tan" is the correct specification for this side; the arrow should point upwards, but is pointing downwards. This misassembling issue cannot be traced to manufacturing since the device is not in its original and sealed packaging, hence it cannot be confirmed that the defect was identified upon receipt before its usage. Functionality of the device cannot be tested since the device was not returned and it appears to be still assembled together as a whole. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection was not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the zero-p va cage lrg convex h6 peek. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot . Product code: 04.647.236s. Lot no: 379p935. Manufacturing site: mezzovico . Release to warehouse date: 16 sept 2021. Expiration date: 01 sept 2031. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.